Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips healthcare that the heartstart xl "cardioverter has a defect in the trigger" / won't shock. There was no patient involvement.